Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using bd vacutainer® 9nc 0.109m plus blood collection tubes 2 samples were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
H.6 investigation summary bd received 1 photograph from the customer in support of this complaint, showing underfill. In addition, 20 retention samples from bd inventory were functionally evaluated for draw volume and all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using bd vacutainer® 9nc 0.109m plus blood collection tubes 2 samples were underfilled. There was no health impact or consequences reported.